Manufacturer narrative:
Quality-safety evaluation of ptc: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 16-jan-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pain (seen as pelvic pain) and heavy bleeding (seen as genital haemorrhage). A hysterectomy was performed to remove micro-inserts around 1 year after insertion. The reported events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. Besides that abnormal genital bleeding and menses pattern changes may occur either. In this specific case, consumer presented the events after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality between events and essure cannot be excluded. This case was regarded as incident, since device removal was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant), scar ("scar tissue"), mood swings ("mood swings") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy to remove essure on (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, scar, mood swings and weight increased outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, scar, mood swings and weight increased to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pain (seen as pelvic pain) and heavy bleeding (seen as genital haemorrhage). A hysterectomy was performed to remove micro-inserts around 1 year after insertion. The reported events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. Besides that abnormal genital bleeding and menses pattern changes may occur either. In this specific case, consumer presented the events after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality between events and essure cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.